Event description:
A patient specific implant prescription form was received for the patient's left distal femur. Noted on the form: "aseptic loosening custom distal femur endoprosthesis, femoral only revision. Agluna, ha, ecps lateral and anterior, 2cm resection, 125mm stem, femur only revision, leaving mach 1 tibial prosthesis in situ, so need new bushes and bumpers please."

Manufacturer narrative:
An event regarding alleged loosening involving a femoral stem of a patient specific distal femur was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no implant was returned. Clinician review: clinician review confirmed the loosening of the femoral stem. Product history review: review of the product history records indicate 1 device was manufactured and implant was released and implanted on 05jul1991. Complaint history review: there have been other 11 similar events. Conclusions: an event regarding alleged loosening involving a femoral stem of a patient specific distal femur was reported. The event was confirmed by medical review. The device has been in situ for 29 years. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
A patient specific implant prescription form was received for the patient's left distal femur. Noted on the form: "aseptic loosening custom distal femur endoprosthesis, femoral only revision. Agluna, ha, ecps lateral and anterior, 2cm resection, 125mm stem, femur only revision, leaving mach 1 tibial prosthesis in situ, so need new bushes and bumpers please."